Event description:
Hamilton company was informed on 09/10/02 at an event that occurred in 2002, in which the hamilton microlab at +2 instruement reportedly did not pipette in position 10 and did not generate an error message. No death or injury resulted from this event.